Event description:
Jaw to device would not open. Device was removed from the field and a new device was opened.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.